Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the rn discovered that the insulin was running almost at a wide open rate. Channel door closed without issues, tubing placed correctly, programming verified to be correct (rate was 4ml/hr). The rn had scanned a new bag less than one hour prior and the bag was empty. Insulin stopped and removed from the patient and channel, channel and brain removed from the room and sequestered. The hospital's biomed was notified and brought the device to them. Patient remained clinically stable with frequent blood glucose monitoring. The patient never required dextrose 50% and the blood sugar did not drop below 117mg/dl.

Event description:
It was reported that the rn discovered that the insulin was running almost at a wide open rate. Channel door closed without issues, tubing placed correctly, programming verified to be correct (rate was 4ml/hr). The rn had scanned a new bag less than one hour prior and the bag was empty. Insulin stopped and removed from the patient and channel, channel and brain removed from the room and sequestered. The hospital's biomed was notified and brought the device to them. Patient remained clinically stable with frequent blood glucose monitoring. The patient never required dextrose 50% and the blood sugar did not drop below 117mg/dl. A copy of the medwatch was received from FDA, which states "patient involvement; patient harm unknown. Biomed received devices involved with a free-flow condition observed by the clinician. Customer did receive the IV admin set involved.

Manufacturer narrative:
Additional information: imdrf annex a, g, c and d codes.

Event description:
It was reported that the rn discovered that the insulin was running almost at a wide open rate. Channel door closed without issues, tubing placed correctly, programming verified to be correct (rate was 4ml/hr). The rn had scanned a new bag less than one hour prior and the bag was empty. Insulin stopped and removed from the patient and channel, channel and brain removed from the room and sequestered. The hospital's biomed was notified and brought the device to them. Patient remained clinically stable with frequent blood glucose monitoring. The patient never required dextrose 50% and the blood sugar did not drop below 117mg/dl. A copy of the medwatch was received from FDA, which states "patient involvement; patient harm unknown. Biomed received devices involved with a free-flow condition observed by the clinician. Customer did receive the IV admin set involved.

Manufacturer narrative:
Omit : a140502 - free or unrestricted flow (2945), b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.